Manufacturer narrative:
Evaluation summary : the stent was positioned on the balloon between the marker bands as per specifications . There was deformation to the 14th and 15th distal stent segments with struts raised. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor sprint drug eluting stent to treat a severely calcified, non tortuous proximal lad lesion. No issues noticed during inspection prior to use. During the procedure, resistance was encountered and the endeavor sprint stent could not cross the lesion at the first attempt. The physician dilated the lesion repeatedly and tried to re-implant the stent. When the physician prepared to make a third attempt to implant the stent and checked externally, it was observed that there was needle like protrusion on the stent. The physician replaced it with another endeavor sprint stent to complete the operation successfully. No patient injury was reported as a result of the event. The procedure was extended by 10 minutes. The physician commented that the event was related to the stent but the calcification may have contributed to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.